Event description:
The suspect meter was showing variation in test results when compared to the lab. The following results were provided. Inratio was 1.6 and 0.8. A review of the technique used revealed the sample was applied using a micropipette. No treatment was administered based on the meter results. Further follow-up to be performed.